Manufacturer narrative:
Per tandem user guide: to activate the ble communication, you need to enter the unique transmitter ID into your pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use less than 3 months. In addition, it was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the transmitter ID number was not entered into the pump correctly. The customer entered the correct transmitter ID number into the pump and the issue persisted. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.